Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/21/2015 and found and replaced tubing with a hole in it at pinch valve pv37 to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a cleaner fluid leak of approximately 5ml from the right side of a coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument and the customer also reported that differential (diff) background values were failing. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.